Event description:
It was reported that an asahi prowater guide wire was used for a percutaneous coronary intervention (pci) to treat a moderately calcified and mildly tortuous 75% or less stenosis in the ramus intermedius (ri). The prowater guide wire formed a loop at the proximal ri. An attempt was made to straighten the loop by pulling the guide wire. The tip of the prowater guide wire was detached and remained in the artery. A stent was deployed to embed the fragment against the vessel wall. It was informed that there was no adverse patient effect associated with this event and the patient was discharged. MFR report #: 3003775027-2026-00140.